Event description:
It is reported that the patient was revised due to the center post screw backing out and the knee not functioning. This is the second time this has happened to this patient.

Manufacturer narrative:
This report will be amended when our investigation is complete.